Event description:
Right-side capsular contracture baker grade 3.

Manufacturer narrative:
The device was returned intact and functional; upon return, the device gel was noted to be cloudy. The device weighed 4.5g over specification.